Manufacturer narrative:
Complaint confirmed. Upon visual evaluation of the attached pictures of an ar-2324pslc-2. It is inferred that the suture was detached/broken off from the eyelet, the screw is still on the device's shaft. The probable cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported on (B)(6) 2022 by a sales representative via email that an ar-2324pslc-2 swivellock sutures broke-off at the peek tip. This was discovered during a case and broke inside the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.